Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. It was confirmed via chest x-ray. The lv lead was attempted to be repositioned and noticed the lv lead was all the way out and sitting in right atrial (ra). The patient did not have access so the physician plugged the left ventricular (lv) port and will set up time for patient to get epicardial lead placed. The lv lead was explanted. No additional adverse patient effects were reported.